Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, it was unknown how much insulin the cartridge had been filled with, but the fill estimate dropped from 90 units to 75 units in approximately 4 hours. The customer's blood glucose level ranged from 70-75 (mg/dl), during a follow up call several hours later, the customer reported fill estimate remained static at 75 units even after delivering a bolus of 8 units. Review of the pump logs confirmed the reported event. The customer declined to reload the cartridge and will continue to monitor pump performance.